Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed to connection failure. The cause could not be identified since further information was not available. Olympus will continue to monitor field performance for this device. Additionally, this report is being supplemented to provide a correction and additional information provided by the customer. Patient was not in the room at the time of the issue and procedure was completed without impact. Correction: updated h4: device manufacturer date to 26 nov 2015

Event description:
The olympus sales representative reported to the olympus technical assistance center (tac), that while the evis exera iii video system center was connected to a zero wire for use, there was no image transmitting. There was no patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that while the evis exera iii video system center was connected to a zero wire for use, there was no image transmitting (the color label was orange). Tac instructed the customer to reseat the cables and reboot the entire care. Once the cart was rebooted, the light turned blue, and the customer was able to see the image. The device is not expected to be returned based on the troubleshooting being successful. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.